Event description:
It was reported that the atrial lead could not be inserted into the device header. The pulse generator was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis found that the pulse generators atrial contact spring inner dimensions were out of specification which contributed to the inability to insert the lead.